Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow lines for an ultrasonic sensor upstream occlusion test and passed. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration were out of specification and upstream pusher is loose. The ultrasonic sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion occurred during visual inspection/functional testing. There was no patient involvement. No additional information is available.